Event description:
It was reported that the patient experienced high and low impedances. The following intraoperative impedances were tested at multiple amplitudes: c0: 950ohms, c1: 957ohms, c2: 1728ohms, c3: 1615ohms, 01: <50ohms, 02: >2000ohms, 03: fine, 12: >2000ohms, 13: fine, 23:>2000 ohms. Additional information received reported that the patient did not experience any symptoms and no treatment was provided. The battery was implanted. The patient was seen in the clinic a week later. Impedances still showed <50 at 0-1 contact, but the patient was able to be programmed with good clinical outcome.

Manufacturer narrative:
(B) (4).